Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) lead of a ventricular arrhythmia episode that resulted in the delay of therapy. It was noted that the patient was stable in the intensive care unit. An x ray image was performed showing slight stretching of the proximal coil at the distal end of the rv lead. Technical services (ts) provided troubleshooting options, as well as recommended to have a defibrillation threshold (dft) test in case of adjusting the sensitivity. This product remains in service. No adverse patient effects were reported.